Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction occurred due to component failure of the uc sheath. The following is included in the instructions for use (IFU): chapter 2.5 general dangers, warnings and cautions caution risk of injury to the patient and/or the user the use of a damaged product or of a product with improper functioning may cause an electric shock, mechanical injury, infection, and/or thermal injury. -before each use, observe the instructions in the section ¿inspection¿ in this document. - do not use a damaged product or a product with improper functioning. - replace a damaged product or a product with improper functioning. Chapter 8.2 procedure warning risk of burns a malfunction of the video telescope can cause image loss and heating of the distal end. If the image is lost constantly, immediately remove the video telescope from the patient. Warning risk of injury to the patient due to loss of endoscopic video image or poor image quality problem: - the video image disappears during the procedure. - poor image quality. Countermeasures: 1. Switch off the video system center. 2. Make sure that all system components are connected properly. 3. Switch on the video system center. 4. If the video image does not reappear, replace the video telescope. 5. Contact an authorized service center. Chapter 8.4 after use notice risk of damage to the product pulling on the cable may damage the product. - pull on the connector casing of the light-guide connector when disconnecting the endoscope from the light source. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had blurry image. The issue was reported during preparation of a therapeutic surgery. The procedure was completed using a similar device. There were no reports of patient harm.